Event description:
It was reported that the trigger of the system 7 dual trigger rotary was sticking at the user facility. How the issue was noticed, patient involvement, surgical delay, medical intervention and adverse consequences are unknown. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the trigger of the system 7 dual trigger rotary was sticking at the user facility. How the issue was noticed, patient involvement, surgical delay, medical intervention and adverse consequences are unknown. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The original reported event, trigger sticks causing run-on, was confirmed. During the inspection the service technician observed the reported event that the trigger was sticking. The tech found that the entire handpiece was excessively corroded. The primary failure was determined to be a trigger failure due to corrosion.